Manufacturer narrative:
(B)(4). Batch # t5d81h. Component code: (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. It was noted that the "doghouse" component of the cartridge was damaged making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related an improper use of the device. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy, shooting failed. The stapler did not staple (would not fire). No fragments were generated. The surgery was delayed by 5-minutes and was completed successfully with no patient consequences. The patient is not part of a clinical study.